Event description:
The customer stated that the biorad quality control (qc) was experiencing a high trend for the phenytoin assay on the architect c8000 clinical chemistry analyzer. The customer stated they were performing a full calibration twice per week and adjusting the calibration one or twice a day to adjust qc back down into range and are requesting credit for the reagent. The abbott customer technical advocate requested the customer's qc details. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), concomitant medical products: analyzer serial # (B)(4). The initial customer complaint indicated the customer had failed a recent proficiency test for results low out of the expected ranges using the architect phenytoin assay, lot number 47055hw00. The quality control results were reading low on the day of testing, but were within range. The customer observed that the assay was not stable for the length of time stated in the package insert and they were increasing the frequency of calibration for this assay. As part of the investigation in-house testing was performed using all current in-date lots of the architect phenytoin assay. All in date phenytoin lots (47055hw00, 52013hw00, 55015hw00, 42036hw00 and 59088hw00) were not meeting the 28-day on-board with 14-day calibration. This confirmed that the phenytoin reagents were not performing as expected therefore demonstrating a deficiency. The root cause of the failure of the phenytoin reagent (ln 01e07) to meet the product requirement stability claim of at least 28-day onboard and 14-day calibration was found to be due to: antibody handling method - antibodies handling method includes multiple freeze/thaw cycles of the same antibody material in the same antibody material container. Antibody lot variability - the new antibody batches were made from a new working stock from a single cell line, which provide different performance and variability relative to abbott phenytoin product requirements for on-board stability and calibration established at therapeutic drug monitoring (tdm) product launch. The following correction was performed as the interim mode of control: customers were notified of this issue through field action fa15feb2008, issued on (B)(4) 2008. The customers were informed that an abbott investigation had determined that the phenytoin reagent did not maintain an onboard stability of 28 days as stated in the phenytoin package insert. In addition, the 14-day calibration interval was not being met. Specific instrument actions were provided in the field action for the revised phenytoin onboard stability and calibration interval. The phenytoin products, lots 55015hw00 and 59088hw00, were reworked and new sub-lot numbers 55015hw01 and 59088hw01 were assigned and the product information package (pip) 15feb2008 was included in each re-worked kit to provide the additional instructions. The following corrective actions were implemented: reduce freeze/thaw cycle in antibodies handling method by supplier for phenytoin. Implement claim of 7-day calibration stability and 28-day reagent onboard stability in the product requirements. Revise the package insert for phenytoin ln 01e07 to reflect calibration claim of 7 days and a reagent onboard stability claim of 28 days with additional recalibration as necessary which would allow for the discontinuation of the pip. Revise the package bill of material to reflect calibration claim of 7 days on the label's barcode. Implement pre-shipment testing of bulk samples prior to bulk shipment from supplier to ensure that each lot meets the proposed new claims. The following preventive actions were implemented: reduce freeze/thaw cycle in antibodies handling method by supplier for all product using monoclonal antibodies: phenobarbital, theophylline and carbamazepine. Supplier change notification training was performed for all clinical chemistry reagents OEM suppliers. The abbott architect system operations manual, (B)(4), 2008 provides the following information related to this issue: section 7, operational precautions and limitations, under limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Additionally, section 10, troubleshooting and diagnostics, provides a list of probable causes and possible resolutions for controls out of range (c system), including recalibrate the assay. The clinical chemistry phenytoin reagent package insert indicates the following related to the customer's observation under quality control: the following is the recommendation of abbott laboratories for quality control. As appropriate, refer to your laboratory standard operating procedure(s) and/or quality assurance plan for additional quality control requirements and potential corrective actions. A minimum of two levels of controls spanning the medical decision range are to be run every 24 hours. If more frequent control monitoring is required, follow the established quality control procedures for your laboratory. If quality control results do not meet the acceptance criteria defined by your laboratory, patient values may be suspect. Follow the established quality control procedures for your laboratory. Recalibration may be necessary. This is the final report.